Event description:
It was reported by the patient that the right ventricular (rv) lead and right atrial (ra) lead were explanted for an unknown reason. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.